Event description:
Following a peripheral intervention procedure, the pt was allowed to sit up after 1 hour of bedrest and developed a small hematoma (<6cm). Pressure was applied, but the hematoma continued to grow. Pt got diaphoretic and nauseated with bp in the 80's systolic. Pressure was applied to site for 30 minutes. After 30 minutes, the hematoma had grown to >6cm. Protamine was given for heparin reversal and the pt's blood pressure was 153-48. Pt was taken for right groin angiogram, which showed small pseudoaneurysm to right of the common femoral artery. Pta (percutaneous transluminal angioplasty) to that area which resolved pseudoaneurysm. Pt was doing well after about 3 to 4 hours post pta and went home without add'l complications. Physician feels that collagen may have moved causing pseudoaneurysm. Add'l info reported noted. That this pt had multiple sticks to access site which could have contributed to formation of the pseudoaneurysm. The location of the pseudoaneurysm with respect to the arteriotomy was unable to be confirmed.

Manufacturer narrative:
While the device was not returned for physical investigation, there is no reported indication that the device did not function as intended as the device was inserted and deployed, final hemostasis was achieved at the access. It is possible that the multiple stick to access site contributed to both the pseudoaneurysm and the hematoma. Pseudoaneurysm requiring surgical intervention is a known complication of endovascular procedures or vascular closure. Hematoma over 6cm is a known minor complication of endovascular procedure or vascular closure and is not considered a serious injury.